Manufacturer narrative:
(B)(6). (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor overinfused. The expected therapy time was 24 hours; however, the reporter stated that the infusion completed approximately 2 hours after it began. The event occurred during patient infusion with meropenem diluted with 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot 17a019 was manufactured from january 11, 2017 to january 13, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.